Event description:
According to the reporter, the device's thread was broken. No patient involved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two images and one device. The visual inspection and functional evaluation of the sample had acceptable results. The images noted the packaging in an undamaged condition, as well as the product placed in the package crooked. Dimensional, visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.